Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A patient care representative reported that the patient presented with blurry vision and ghosting in the right eye one month post lasik. The patient was noted to have epithelial bunching causing the visual disturbance. Additional information received states that the patient will continue to be monitored; no further treatment at this time.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received states the patient had a resurfacing procedure to remove irregular tissue and symptoms are resolved.